Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a surgical removal of an abscess from the right hip joint and the gluteus maximus muscle. The esu was used with a monopolar instrument (note: details involving the instrument were not provided to erbe.). No information was provided regarding any other accessory used or the equipment settings employed for the procedure. Per the report, while using the monopolar instrument to incise the subcutaneous tissue, sparks were generated from the instrument, causing the sterile moist drape to catch fire. As a result, a 7 cm² skin lesion developed on the patient's distal lateral thigh. Therefore, would care was applied to the affected area.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or the disinfectant that was around the operative site. This resulted in the burn to the patient. There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit). Erbe USA, inc. Is now closing the file on this event.